Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-03285, 2134265-2011-03240. It was reported that during a stenting treatment procedure, worsening thrombus occurred and subsequent patient death. The patient presented emergently with chest pain and mi. The procedure treated the 100% stenosed total chronic occlusion located in the thrombosed proximal and mid portions of the left circumflex (lcx) artery. No calcification was noted by angiography. The vessel was pre-dilated with two maverick balloons (2.0x20mm, 2.5x30mm), but severe residual lesions remained in the circumflex trunk and distal segment of the lcx artery. Next, a 3.0x32mm omega stent was deployed at 18 atm's in the distal third of the vessel with apparently satisfactory angiographic result and a 4.0x24mm liberte bare metal stent was deployed at 18 atm's in tandem. It was then noted that the middle segment of the omega stent showed image distortion, due to suspected loss of structure in a straight segment which impaired distal flow. The image of the omega stent was reviewed immediately after the omega stent implantation, showing that the defect in the body of the stent was present immediately after implantation. The stent was again dilated with a quantum 3.5x15mm balloon at high pressure, but the defect persisted and it was thought a possible fracture of the omega stent occurred. Another 3.5x20mm liberte bare metal stent was implanted covering the distal stent segment and the omega stent proximally, but the image of intraluminal thrombus persisted. The area was post dilated at high pressure with a 4.0x15mm quantum balloon with multiple inflations and washed with intracoronary nitroprusside but it was noted that the thrombus worsened throughout the vessel. The patient continued to have chest pain and electrocardiographic changes, so the procedure was suspended and an intra-aortic balloon pump was placed for management of myocardial infarction with hemodynamic compromise. An evaluation was requested to consider cardiovascular surgery to address acute myocardial infarction, persistent chest pain and electrocardiographic changes. The patient was transferred to the intensive care unit and underwent CABG surgery the next day to the lcx and right coronary arteries. Post surgery was poor and finally the patient died 3 days after the index procedure. Per the physician, the death was not related to the device. The cause of death was cardiogenic shock that did not respond to pharmacological treatment or cardiovascular surgery.